Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report cgm inaccuracies on (B)(6) 2013. The patient claimed that the cgm compared to his blood glucose meter was 100 points off and reported the following discrepancy: cgm was reading 220 mg/dl and blood glucose meter was reading at 156 mg/dl. The patient also reported that he was unable to send data to dexcom for investigation. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries and reported to be in fine condition.